Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the circuit board had a short circuit. Additional malfunctions include the zip ties were replaced.